Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced fluctuating blood glucose while using the ilet system, including hyperglycemia with readings over 300 mg/dl throughout the day and a current reading of 188 mg/dl, as well as hypoglycemia with a low of 40 mg/dl; trace ketones were noted during hyperglycemia, oral glucose was used to treat lows, and additional training was scheduled with clinical support. Symptoms included hyperglycemia and hypoglycemia without loss of consciousness, diabetic ketoacidosis, or other acute complications. Outcomes included no medical intervention or hospitalization and no reported long-term impairment. Investigation included complaint intake, review of user reports, and provision of troubleshooting and education. Investigation of this case revealed no device malfunction identified and the cause of the glycemic excursions remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.